Event description:
It was reported that the artificial urinary sphincter stopped performing as expected. The patient underwent surgery to replace the device. Fluid loss was noted in the explanted device. There were no patient complications.